Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during the initial drain. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Troubleshooting revealed the initial drain alarm setting was set to 0ml. The hp drained 33ml after having a last fill volume of 2500ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A device history record review and a service history review will be performed. Upon completion of the investigation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2009. The device was not available for evaluation. A device history review and service history review were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.